Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service visit. The cse discovered bleach in the system. The cse replaced four bleach valves, and primed and rinsed the system with water. The cse found slow fluid aspiration from two of the wash aspirate probes, and replaced them. The cse performed acid and base dispense and a system check, which passed. The customer ran calibrators and quality controls, which resulted within range. The cse returned to the customer site. The cse replaced acid and base pumps and verified proper dispensing, replaced reagent probe 3, and calibrated all probes. Probe 3 and the sample probe were touching bottom in cuvette. The cse ran diagnostics, which passed. Quality controls were run, resulting within range. Patient samples which were previously (B)(6) repeated as expected after service. The cause of the discordant (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on patient samples on the advia centaur xp instrument. The customer implemented a protocol to repeat (B)(6) results in duplicate on an alternate advia centaur instrument. The customer stated that most of the (B)(6) results obtained on the instrument repeat as (B)(6) on the alternate advia centaur instrument. The discordant results were not reported and it is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the operator reporting (B)(6) results.